Event description:
Prior to use, the tip fractured.

Manufacturer narrative:
Incorrect technique use. The following analysis has been performed on the returned products: visual examination: two 7f sheaths were returned within a plastic bag. The brite tip material of the sheath on both samples were found partially detached from the cannulas, approximately 0.5 cm proximal to the distal tips. Both cannulas exhibited evidence of cold shaping. It appears that some force, such as bending/pulling was exerted on the brite tip material, thereby causing the brite tip material to crack. Cordis has initiated a complete product redesign. A lot history review revealed that this is the first complaint of this nature that has been rec'd for the products form this sterile lot number.